Manufacturer narrative:
Product analysis: the hawkone was returned for analysis. The hawkone was connected to a cutter driver. No other ancillary devices were included. Visual inspection: the hawkone was inspected. It was observed the torque shaft beneath the strain relief was bent at more than a 90 degree angle. The distal assembly showed no damage. Dried blood was observed within the lumen of the coil segment and cutter window. The torque shaft was inspected under microscope. The hydrophilic coating of the hawkone showed uneven amounts or coating throughout the shaft. The coating appeared dull and porous where it appeared thicker and areas of the shaft were clear and smooth where to coating was either non-existent or thin. Functional testing: the torque shaft was run between two fingers and felt a rough surface throughout the shaft. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use the hawkone with a non medtronic 6f sheath and 0.14 guidewire a to treat a 40mm soft tissue lesion with no calcification an exhibiting 80% stenosis in the proximal distal left superficial femoral artery (sfa).the diameter of the vessel was 5mm. The IFU was followed with no issues noted. No embolic protection was used. It was reported the physician encountered difficulty removing the hawk from the sheath due to hydrophilic coating coming off, no coating embolized in the patient, the sheath remained in situ. The procedure was completed with no reported injury to the patient.